Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 failed, causing the entire pyxis system to go black. The unit was powered off, and the drawer was unplugged to restore system power. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 20-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device of this incident, it was determined that the control board in drawer 4.2 had failed, causing the med station to not boot properly. A field service engineer (fse) replaced the drawer controller board. The system functioned as intended after field service engineer repaired the device.